Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's mother reported that her son had been swimming for approximately 20 minutes when his insulin infusion headset began lifting out of his site location, due to the adhesive not sticking. She stated the headset had been in use for one day. She said the patient does not use an adhesive overlay, but does use an i.v. Prep wipe before inserting the headset. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced, but no product was available for evaluation.